Event description:
I have always been healthy. Since I got the essure implants in 2010 my health has gone down hill. I now suffer from bloating, back pain, pressure in my cervix, chronic yeast infections, stabbing and tingling feeling in my vagina. Leg cramps, headaches, cysts in my groin and armpits, that are untreatable. I removed 1 cysts and a few more grew back. Depression, skin discoloration, vitamin b, vitamin d and iron deficiency. I have been to several doctors and they can not pin point the source of my problems. All my symptoms are getting progressively worse.